Event description:
It was reported that the syringe 5ml ll w/ndl 22x1-1/2 rb leaked diluent while reconstituting the pfizer covid-19 vaccine. The following information was provided by the initial reporter: "few vials of pfizer covid-19 vaccines wasted due to faulty syringes. During reconstitution, the diluent leaked out of the syringe before it could be injected into the vaccine vial.". ¿ bd supplied 309631 combo conventional - syringe 5ml needle 22g x 1.5" to barda as part of the u.s. Covid-19 vaccination campaign . ¿ the stated need was to supply these as part of reconstitution for vaccines. ¿ (B)(4) units of 306931 were supplied in january and february . ¿ that product was then supplied to end-user vaccinator sites.

Manufacturer narrative:
H6: investigation summary . Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 5ml ll w/ndl 22x1-1/2 rb leaked diluent while reconstituting the pfizer covid-19 vaccine. The following information was provided by the initial reporter: "few vials of pfizer covid-19 vaccines wasted due to faulty syringes. During reconstitution, the diluent leaked out of the syringe before it could be injected into the vaccine vial." Bd supplied 309631 combo conventional - syringe 5ml needle 22g x 1.5" to barda as part of the u.s. Covid-19 vaccination campaign. The stated need was to supply these as part of reconstitution for vaccines. 3 million units of 306931 were supplied in january and february. That product was then supplied to end-user vaccinator sites.